Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to high pacing thresholds and low pacing impedance. It was also reported that the patient's right atrial (ra) lead was capped and replaced due to undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 ipg implanted 2009 (B)(6). (B)(4).